Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 13 years and 10 months post implant of this aortic bioprosthetic valve, the valve is being evaluated for replacement. The reason for evaluation was reported as calcification and stenosis. No intervention or additional adverse patient effects were reported. Subsequently 6 months later, the patient successfully had an aortic valve-in-valve replacement with a non-medtronic transcatheter valve due to stenosis and increased gradient. No additional adverse patient effects were reported.